Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3857 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a history of hypertension for more than 6 years and cerebral infarction. This time, because of the diagnosis of nasopharyngeal carcinoma for more than 8 years, pet-CT showed that lymph node metastasis was admitted. Because of the need to infuse chemotherapy drugs, nutrient solution, etc., a central venous catheter is placed through a peripheral vein. The catheter placement process was smooth, the operation was standardized, the joints were tightly connected, the infusion was unobstructed, and blood was returned to the pump, which was properly fixed. 10/10, it was found that the patient's veneer was well fixed, no exudate or blood, but no blue catheter. The patient complained of no chest tightness and pain, smooth breathing, and no swelling in the right upper limb. 5. Immediately notify the doctor if the situation is found, contact dsa, and take a chest x-ray examination to indicate that the catheter enters the right ventricle and pulmonary artery, and the complete catheter is successfully removed under dsa intervention, and the vital signs are monitored to be stable.